Event description:
It was reported by the customer that on (B)(6) 2010 the aiming beam fired straight out of the fiber and started pulsing on vaporization at 152,286 joules. No pt injury was reported. A device evaluation is pending.